Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has had multiple instances of receiving an altitude alarm during basal delivery. The customer reported an elevated blood glucose level of 281mg/dl prior to the altitude alarm/unrelated to the altitude alarm. However, the customer did not specify the cause of the high bg. Customer indicated that insulin injections were to be used to manage diabetes. The customer has been able to clear the alarms and resume insulin delivery.